Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following additional and updated information: event date was confirmed to be (B)(6) 2020. The patient's previously unknown capsular contracture baker grade was found to be grade I, which is not reportable; capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. Coding has been updated. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed two (2) tears (a and b) in the anterior view, both tears measuring approximately less than 0.1 cm. Microscopic examination in both tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Hematoma and rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade unk, rupture, implant site hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 550cc and experienced capsular contracture, baker grade unk, a rupture, and an implant site hematoma on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.